Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400mg/dl. Customer treated with a pen. Troubleshooting found that the customer took off the pump while sleeping and this was why their blood glucose was high. Customer also indicated that the reservoir fell out of the reservoir compartment but did not want to troubleshoot for this issue. Customer declined high blood glucose troubleshooting as they knew the reason why it was high. No further details provided.